Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic right hemicolectomy, the subject device was used. In the procedure, the probe damage error occurred. The probe of the subject device was broken off and fell inside the patient. The fragment was safely retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information and correct the lot number in d4. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was not broken off at the distal end. The coating for electric insulation of the probe was partially missing. There were scratches on the probe. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp instrument. The above device handling has warned in the instruction manual as follows; *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.